Event description:
It was reported by the customer that the device was failing the user and self tests. It was also indicated that the device had error codes in memory that indicate a possible failure of the device to defibrillate or to deliver an improper amount of energy. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a cracked filter, designator fl29.